Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture, "ipsilateral periprosthetic fluid", and capsular contracture baker grade iii. Healthcare professional later reported "discomfort". Device has been explanted.

Event description:
Healthcare professional reported a left side rupture, "ipsilateral periprosthetic fluid", and capsular contracture baker grade iii. Healthcare professional later reported "discomfort". Device has been explanted.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "ipsilateral periprosthetic fluid", and capsular contracture baker grade iii.